Manufacturer narrative:
The customer reported complaint of the autopulse platform was displaying error message user advisory (ua) 02 (compression tracking error) was confirmed during functional testing and archive review. Review of the archive data indicated multiple error messages ua 02 (compression tracking error) and ua 07 (discrepancy between load 1 and load 2 too large) on (B)(6) 2017 respectively. The platform failed the initial functional testing due to error message user advisory (ua) 07 ( discrepancy between load 1 and load 2 too large) was displaying upon pressing the continue key pad button. The root cause of the reported issue was found to be due to defective load cell 1 and load cell 2. Both load cells were replaced to remedy the complaint. During visual inspection damaged front enclosure and battery lock was noted. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged front enclosure and battery lock were replaced. The platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) were reported for autopulse with serial number (B)(4) for user advisory (ua) 07 (discrepancy between load 1 and load 2 too large).

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) stopped performing compressions and displayed error message user advisory (ua) 02 (compression tracking error). The customer tried to replace lifeband; however, the error message persisted. The customer removed the patient from the platform and performed manual CPR. No adverse effects to the patient was reported.